Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported separation was confirmed although difficult to remove and entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatments appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat coronary lesions located in three vessels from the common trunk/aorta/left anterior descending (lad), to the left circumflex and ramus. Three guide wires (gws) were used for percutaneous transluminal coronary angioplasty (ptca). Stents were deployed in the lad and circumflex and post-dilated using kissing balloon technique. During retrieval of the gws, two of the gws were removed without any issues; however, when the third gw, the balance hydro, was being removed, a little resistance was felt and angiography showed part of the wire had broken and remained in the stent deployed in the lad. It is possible that the tip of the guide wire was jailed by the deployed stent. Attempts to snare the separated piece were unsuccessful. The procedure was ended and the patient underwent a secondary intervention to attempt to remove the broken gw; however, this was also unsuccessful. Additionally, during this intervention the stent was confirmed to be properly positioned. No additional information was provided.